Event description:
Customer reported a previous event in which blood glucose levels dropped below 50 mg/dl. Low bg cause was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.